Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months post filter deployment, the patient scheduled for the bilateral pulmonary endarterectomy. Upon opening the pulmonary artery on the right side, thrombotic material was not immediately encountered. There was distal thickening and occlusion of segmental and sub segmental branches of the upper, lower, and middle lobes, making this ucsd level 3 classification of pulmonary vascular occlusion. Upon opening the pulmonary artery on the left side, thrombotic material was not immediately encountered but distal occlusion and thickening noted in the segmental and sub-segmental branches making this ucsd level ii classification of pulmonary vascular occlusion. Full endarterectomy was made of all vessels to clear all segmental and then sub segmental vessels of any occlusion. The left pulmonary arteriotomy and right pulmonary artery was now repaired with prolene 6-0 and the suture line was sealed with a thin layer of coseal. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.